Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The device was not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking from an unspecified location. The leak was identified while priming for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: it was clarified that there was no report of leak related to this event. Should additional relevant information become available, a supplemental report will be submitted.